Event description:
Technical services received a call on 10/11/2011. Caller stated noise on rv channel for a stored episode. Patient was in emergency room yesterday and they could not recreate the oversensing. They have patient in again and will try more troubleshooting and representative would like technical services to look at egm to see what they think. Received strips and cannot rule out lead issue. At first looks like myopotentails but on pages 2 and 3 it looks like mechanical noise. Lead diagnostics have been stable except for two higher impedance measurements in august. Discussed increasing sensitivity or pulling out duration before sending patient home since dr.(B)(6) wants to just monitor. Discussed that patient still might get a shock if oversensed again even though they were not able to recreate. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).